Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) confirmed that the device had no internet connection, and the ethernet outlet had internet, also the ethernet cord was working. Then the fse updated the internet protocol (ip) settings to dynamic host configuration protocol (dhcp) and then device was communicating great. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was not communicating. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.